Event description:
During hair removal treatment, the pt developed third degree burns. The procedures started in 2001. It was during the 8th treatment in 2002, that the pt developed 3rd degree burns. It is not known the location (face, legs, ..) Of the burns.